Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that a percutaneous vertebroplasty (t9) treating centrum compression fracture occurred on (B)(6) 2021. After the stent balloon was deployed, the surgeon applied the cement with the help of lateral fluoroscope views. When viewed from the frontal side, it was found that the cement had leaked out of the centrum. The procedure was completed without surgical delay. No further information is available. This report is for vertecem v+ cement. This is report 1 of 1 for (B)(4).